Event description:
Hung new bag of double concentrated bumex at 2337. Scanned bag and pump, ok'd details to be sent to pump, ok'd details and hit start on gtt. At 0135, writer noticed pump alarming "air in line," and bumex gtt empty. Volume noted on pump that was still left to be infused was reading 31cc (so a bag that was supposed to last 5 hours was infused over 2). No holes noted in tubing and no liquid noted on floor. Bumex gtt stopped. Apnp notified of situation. Additional follow up: new order placed for bumex drip of 10mg in 50ml (double concentration) to run at 2mg/hr entered at 1008 and verified to start by pharmacy at 1100. New double concentrated bag hung at 1223, scanned by rn and sent to pump using interoperability process. This bag hung/ran correct amount of time (5 hours total) and was changed at 1723 and again at 2337 as expected. (Rate verification done at shift change by rns and documented at 2006.) Rn hanging bag at 2337 also reported she visually verified correct rate on pump after she sent details to pump and drip started. However, per her notes above, bag empty after 2 hours. No leaks in bag or tubing noted; unsure if possible that original bag sent from pharmacy was underfilled - will also refer to that department to investigate that possibility. Pump removed from service after the incident and bag with pump sent with biomed personnel for investigation at 0850 this morning. This event was not reported to the FDA and is now being reported per FDA request. This facility has had several similar events with this equipment. The manufacturer has been notified.